Event description:
During the procedure, the capio suture capturing device was used by the doctor. The needle (suture) was not locking and passing through the suture device. Pelvic floor mesh was not able to be implanted.